Event description:
.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(4) 2010, user facility was contacted and a nurse in the (B)(4) confirmed no pt injury or adverse event occurred. As of (B)(4) 2010, the device has not been made available to the manufacturer for product evaluation. The bio medical engineering dept at the user facility reported that they evaluated the device on (B)(4) 2010 and the device passed all their testing for accuracy and delivery. They stated that the device was placed back in circulation at the facility without a plan to return the device to the manufacturer.